Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer auxiliary 2.1, which opens, but none of the pockets within the drawer were accessible. A field service engineer replaced the retractor bands 2-1 and 2-2 to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.